Event description:
It was reported that as the surgeon inserted the cc4204a collamer plate lens, the lens shot out of the nanopoint injector and tore the pt's capsule. The lens was removed, a vitrectomy was performed and an acl was implanted.

Manufacturer narrative:
(Tore capsule upon insertion) - evaluations results - a work order search was performed and there were no similar complaints found. Conclusion - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.